Manufacturer narrative:
This report is being supplemented to provide additional information received from the user facility. The following sections were updated: a2, a3, a5, a6, b5, b7, g3, g6, h2, and h10. The procedural tips and techniques instructions that were distributed on (B)(6) 2013, have been shared with the user facility. The investigation is ongoing, once applicable additional information is identified, a supplemental report will be filed.

Event description:
Additional information was obtained from the customer on (B)(6) 2021. The event took place in the middle of a desired sterilization procedure. There was no delay in the procedure and it was completed with a different device. The patient did not need additional anesthesia. There were no anomalies and no cable damage noted in the device before use. The transducer cords or the cords of any other medical device (e.g. Electrocardiograph) were not bundled. The doctor is experienced in the use of the device and trained by an olympus representative.

Manufacturer narrative:
The device is not returned. As such, an actual device evaluation is not performed. An evaluation is done based on historical records. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, h3, h4, h6, and h10. The device history record review confirmed that the device lot had no anomaly in inspection. The exact cause of the event cannot be exclusively identified. From past similar cases and review of device history record, it is likely the following caused: 1) the tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. 2) the tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away. 3) the peeled tissue pad was fell off due to some load. The instructions for use includes the following statements: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Manufacturer narrative:
Additional information is not yet available for this event. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during an unknown procedure, the device jaw melted and peeled off in small pieces. The doctor irrigated to remove the pieces. There is no reported harm or adverse impact to the patient.